Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils had migrated out of her fallopian tubes') in an adult female patient who had essure (batch no. 627746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia and dysfunctional uterine bleeding. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("increasingly severe pain / constant pain / chronic pelvic pain"), pelvic discomfort ("increasingly discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), rash ("excessive rashes") and alopecia ("excessive hair loss"). The patient was treated with surgery (essure removal/robotic assisted laparoscopic hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation outcome was unknown and the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, dyspareunia, rash and alopecia had not resolved. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dyspareunia, menorrhagia, pelvic discomfort, pelvic pain and rash to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 10-mar-2021: mr received. Reporter information, patient's medical history and lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils had migrated out of her fallopian tubes') in an adult female patient who had essure (batch no. 627746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia and dysfunctional uterine bleeding. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("increasingly severe pain / constant pain / chronic pelvic pain"), pelvic discomfort ("increasingly discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), menorrhagia ("heavy menstrual bleeding"), rash ("excessive rashes") and alopecia ("excessive hair loss"). The patient was treated with surgery (essure removal/robotic assisted laparoscopic hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation outcome was unknown and the pelvic pain, pelvic discomfort, back pain, abdominal pain, dyspareunia, menorrhagia, rash and alopecia had not resolved. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dyspareunia, menorrhagia, pelvic discomfort, pelvic pain and rash to be related to essure. Lot number: 627746, manufacturing date: 2008/07, expiration date: 2010/07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received on 13-jun-2016 from a lawyer in the united states, on behalf of a plaintiff in united states. It refers to the adult female plaintiff/consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009. Shortly after undergoing the essure procedure, an hysterosalpingogram test was performed and plaintiff was advised that her coils were properly placed. However, her post procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, pain during intercourse, excessive rashes, and excessive hair loss. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from multiple physicians but was unable to resolve her symptoms. In or around (B)(6) 2015 she underwent an ultrasound and was subsequently told by her physician that her essure coils had migrated out of her fallopian tubes. As a result of constant pain and suffering she was required to undergo a hysterectomy to have the essure coils removed. That surgery was scheduled for (B)(6) 2016. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Quality-safety evaluation of ptc (ptc global number: (B)(4)) received on 23-jun-2016: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of an adult female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted. Approximately 6 years after device placement, she underwent an ultrasound which showed essure coils had migrated out of her fallopian tubes. A hysterectomy is scheduled to remove the essure coils. This event is listed according to the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tube; this movement could be an expulsion (into uterus or out of the body), dislocation (into the fallopian tube or to peritoneal cavity) or occur as a result of a fallopian tube perforation. In this particular case, although the exact mechanism of the reported event is not known; given its nature causality with essure cannot be excluded. Additionally, non-serious events were reported. This case was considered an incident, since device removal will be required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.